Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted and replaced due to high pacing and shock impedances along with noise on the shock channel. No further complications were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace lead impedances. No adverse patient effects were reported. At this time, no further information has been made available. Additional information indicates that the impedances has risen from 1,000 ohms back in 2008, to 1,979 ohms. Other lead measurements are stable and there is no noise on the rate/sense channel. Further troubleshooting was to be performed. The patient's lead data was evaluated, the pacing impedances have gradually increased overtime and the thresholds and sensing are stable. There is no evidence of noise on the rv channel. Additional information indicates that this lead continued to exhibited out of range pacing impedances. Noise was reported to be observed on the shock electrogram and some on the rate/sense channel; however, it is not being sensed by the device. There has also been an increase in pacing thresholds. The physician was deciding whether or not to replace this lead.